Manufacturer narrative:
Clinical investigation: hypokalemia is common among pd patients with a multifactorial etiology including poor nutritional intake, diarrhea, medications, and loss to dialysate. Treating hypokalemia is challenging. Potassium supplements can be poorly tolerated with gastrointestinal side effects or difficulty in the preparation of added potassium to pd fluid. Intravenous potassium, usually given in the emergency department, is inconvenient for patients and expensive for the health system. Alternative options for medication can be prohibitive due to cost, such as eplerenone, which is expensive. Poor nutrition, along with multiple etiologies, is systemic in pd patients, making it unlikely that these patients will consume foods with increased potassium levels. All these factors lead to poor compliance and complicate long-term success. The cause of the patient¿s hypokalemia is unknown; however, there is no allegation or evidence of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2024 through (B)(6) 2024 for hypokalemia. The patient had labs drawn on (B)(6) 2024 resulting in a potassium value of 2.2. There were no notes available for this hospitalization. No further information was available. The cause of the patient¿s hypokalemia is unknown; however, there is no allegation or evidence of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2024 through (B)(6) 2024 for hypokalemia. The patient had labs drawn on (B)(6) 2024 resulting in a potassium value of 2.2. There were no notes available for this hospitalization. No further information was available. The cause of the patient¿s hypokalemia is unknown; however, there is no allegation or evidence of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.